Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during reprocessing, the device otv-s7proh-hd-10e camera was not functioning properly. We are not able to determine a root cause for the reported failure, however the likely root cause of the issue was that it is likely possible that there was some sort of load was applied to the device during reprocessing, was flooded and the device stopped working, inadequate reprocessing or the cable was broken during reprocessing and due to load, it stopped working. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a faulty ccd unit and caused no image. In addition, the device was found with a non olympus cable. The device coupler was found bent and the ccd top cover was found to have a wrong label due to the device was likely repaired by a third party service repair. The subject device was placed for repair and the identified parts needs to be replaced. As stated on the IFU and as a preventive measure: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. If problems appear to be malfunctions, contact olympus.

Event description:
It was reported that during reprocessing, the device otv-s7proh-hd-10e camera was not functioning properly. There was no patient involvement on this report. No user impact or injury was reported.